Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually and microscopically examined. No damage or abnormality was noted, and no leaks were identified in the component. The pump passed functional testing and performed within product specifications. The reported patient symptom of tissue damage is a known risk associated with aus and is noted as such in the device instructions for use.

Event description:
It was reported that, during initial implant of this artificial urinary sphincter (aus), cystoscopy was performed following implant of the cuff and the balloon. Imaging identified urethral damage that had occurred during the procedure. At this time, the case was aborted. The cuff and the balloon were removed and disposed of at facility. The patient will have a catheter for six weeks, followed by additional time for the urethra to heal. No further patient complications were reported.

Event description:
It was reported that during an artificial urinary sphincter (aus) original implant surgery the physician implanted the pressure regulating balloon (prb) and the cuff, then performed a cystoscopy to inspect integrity of urethra where he found damage caused during the procedure. At this time, the case was aborted. The cuff and the prb were removed and disposed at facility. The patient will have a catheter for 6 weeks and then the urethra will have to heal after that. No further patient complications were reported.